Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a procedure, air leaked from the hemostasis valve of the sheath. The sheath was replaced, and the procedure was completed with no adverse patient consequences.

Event description:
During a procedure, air leaked from the hemostasis valve of the sheath.